Event description:
It was reported that on 02/10/2006, iab was inserted via sheath in right femoral artery. During insertion, dr. Noticed condensation in driveline tubing. Procedure was continued. Patient was very unstable due ot medical conditio & it was being rushed from cath lab to or for emergency bypass. On wasy to or, pump began to alarm and blood was "pushing" down a driveline tubing. Pump was stopped. Iab & sheath were withdrawn & new ones inserted. Bypass surgery was complete and patient stable. There were no reported patient complications.